Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard meshes (bard flat mesh) on (B)(6) 1992 and (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 1989 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per operative notes, ¿the previous lower midline scar incision was made. The hernia sac was dissected out. A piece of bard flat mesh (device 1) was placed into the defect and closed the defect with sutures.¿ on (B)(6) 1992 ¿ patient was diagnosed with recurrent ventral incisional hernia, adhesions, thereby underwent open repair with implant of bard flat mesh (device 2). Per operative notes, ¿a midline supraumbilical incision was made. The hernia sac was dissected out. All adhesions were taken down. A 10-inch x 14-inch sheet of bard flat mesh (device 2) was placed into the midline both inferiorly and superiorly and closed the defect with sutures.¿ on (B)(6) 1996 - patient was diagnosed with multiple abdominal wounds, seroma, adhesion, thereby underwent open repair with drainage of seroma and lysis of adhesion. Per operative notes, ¿an incision was made into the previous incisional site. There were some serosal fluids which were drained entirely. All adhesions were taken down. Lysis of adhesion was performed. The defect was closed with sutures.¿ on (B)(6) 2001 ¿ patient was diagnosed with recurrent incisional ventral hernia, nerve damage, mesh protrusion thereby underwent repair with implant of synthetic mesh. Per operative notes, ¿the previous left portion incision was reopened. The hernia sac was dissected out. The nerve was excised. A synthetic mesh was placed into the defect and closed the defect with sutures.¿ on (B)(6) 2004 - patient was diagnosed with recurrent incisional hernia, pain, thereby underwent open repair with explant of bard flat mesh (device 1 and 2), synthetic mesh and implant of bard flat mesh (device 3). Per operative notes, ¿a transverse incision was made well above the inguinal region. The hernia sac was dissected. Previously placed (device 1 and device 2), synthetic mesh was noted, all meshes were removed from abdomen. A bard flat mesh (device 3) was placed into the abdomen and secure it with sutures.¿ on (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia, adhesions thereby underwent repair with implant of synthetic mesh. (Note: no information provided in medical record about this procedure) on (B)(6) 2020 - patient was diagnosed with recurrent incisional hernia, pain, adhesion thereby underwent open repair with implant of phasix mesh (device 4). Per operative notes, ¿an incision was made through old incision site. The hernia sac was dissected out. Component separation with bilateral musculocutaneous flaps was done. Lysis of adhesions was performed. A phasix mesh (device 4) was placed into the defect and closed with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b3, b4, b5, b7, d3, d4 (product catalog no, corporate lot no, UDI no), g3, g6, h2, h6, h10. This supplemental emdr represents the bard/davol bard flat mesh (device 3). An additional supplemental emdr was submitted to represent the bard/davol bard flat mesh (device 2) and an additional emdr was submitted to represent the bard/davol bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #2). An additional emdr was submitted to represent the bard flat mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard meshes (bard flat mesh) on (B)(6) 1992 and (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.